Event description:
On (B)(6) 2015, patient unknown name received all medication at once that was left in the codman 3,000 pump for 2 weeks. Patient is in ICU. On 3/11/2015 per doc: pump is 17 years old. In 2 days, time volume in pump went from 15cc to 0. He would like to know when pump overdoses, where does excess drug leak to? Also he wants to know if pump needs to be explanted or if it can remain in the patient. Will return for evaluation if it needs to be explanted. On 3/13/2015: codman complaint (B)(4). On (B)(6) 2015 the clinician of (B)(6) contacted codman complaints about a patient with a codman 3000 pump. The clinician did a morphine pump refill on patient, date of birth (B)(6) 1945, on (B)(6) 2015. Clinician stated the refill was uneventful and successful. The pump serial number is (B)(4), model ap03000m, with and intrathecal flow rate of 1.0 ml/day. This pump was implanted 17 years ago at (B)(6). On (B)(6) 2015 the patient's husband reported the patient became lethargic and he took her to the hospital where they determined she appeared to be in an overdose situation. She was administered narcan and responded well. (B)(6) 2015 the clinician was notified and he saw the patient and attempted to empty the pump. The expected volume was approximately 15 mls, but the actual volume returned was 0 ml. The clinician administered 5 ml of preservative free normal saline (pfns) into the pump and all 5 mls returned spontaneously at this time. The clinician then injected 15 ml of pfns into the pump and will recheck the pump at a later date to determine the flow rate of the pump presently. The clinician is treating any withdrawal symptoms the patient might be experiencing with oral medications and states the patient is doing well at the present time. I will keep you apprised of any future updates such as will the pump be explanted or left in situ.

Manufacturer narrative:
Upon completion of the investigation it was noted that the codman model 3000 medium flow pump remains implanted at this time. As such it is not possible to evaluate the pump and determine the root cause of this complaint. The device history records for this pump were reviewed. All tests and inspections associated with the manufacturing and functional tests met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. This complaint in considered to be closed at this time. Should the pump be returned at a later date this complaint will be reopened and an investigation will be performed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.